Event description:
It was reported during the pt's permanent procedure on (B)(6) 2014 intra-op lead testing identified invalid impedances. In turn, the lead was removed and replaced (same model). The procedure was extended 30 minutes.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.